Event description:
It was reported that the patient had pericarditis following implant of the device and experienced chest paint. The patient was treated with medication to resolve the event. The patient was stable and there were no adverse consequences.